Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and that the pump battery could not be charged. In addition, the pump unexpectedly shutdown. Customer¿s blood glucose level was 96 mg/dl. Reportedly, the pump successfully began charging with an alternate cable after leaving the pump plugged into the power source.